Event description:
It was reported that the patient¿s catheter was cut during a spinal surgery on (B)(6) 2014. The patient was previously on a higher pump dose and, because she was currently not receiving therapy, she was in a lot of pain. At the time of this report, the patient¿s pump was set to minimum rate and the healthcare provider (hcp) wanted to program the pump to off state. It was noted that the pump was supposed to be replaced in the next few months. The reporter was planning to discuss further options with the managing hcp and surgeon. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The catheter had been displaced during the lumbar surgery to remove hardware and perform a fusion, but the location of the issue was unknown. No surgical intervention was performed for the issue and, at the time of report, the catheter was still displaced, not in use. It was indicated that the patient had recovered without impairment and her pain needs were being managed orally.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).